Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that loudspeaker must be replaced, there was no sound when transporting the patient when the x3 is used by itself, with technical alarm "loudspeaker fault". The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
(B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.